Event description:
Rupture of intra-aortic balloon pump catheter during code arrest event. Patient expired one hour later. Alarm did not sound. Cardiovascular surgeon feels balloon ruptured due to calcification in aortadevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: none or unknown, invalid data. Conclusion: invalid data, device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, invalid data. Invalid data - on device destroyed/disposed of status.